Event description:
As per pss case (B)(4): he is coming in today with a fairly prolonged history regarding his left hip. He says that in the year 1980, he was hit by a motorcycle. He ended up having a pelvic fracture and he required a hip replacement. Everything has been going well up until about 4 or 5 years ago. He is slowly noticed that his left hip/leg started getting shorter. He does not have a significant amount of pain but he says it is still really starting to impact his quality life. I reviewed his x-ray images and they show a failed left acetabular component. There is a screw in the soft tissues around the area of the femur. The patient says that that has been there since 1980. The patient feels that his leg is progressively getting shorter. There was a huge superior defect in the acetabulum. There was a retained pelvic plate as well. Acetabulum and femoral head were reported to be revised.

Manufacturer narrative:
Reported event: an event regarding limb length discrepancy involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.